Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. Philip's product support engineer (pse) troubleshot this issue with the customer over the phone. The issue was verified in the event log. The customer was advised to perform a full performance verifications test (pvt) and to address any issues found. The customer reported back that the ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned back to service.

Event description:
The customer reported that the ventilator had a patient disconnect alarm during patient use. The respiratory therapist (rt) reports that the unit could not build pressure. The patient received manual ventilation as a result of the event. No patient harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 14jan2019. Date received by manufacturer: 10jan2019. Multiple attempts have been made to try to obtain patient information, however, no response was received from the customer. No additional details were provided. No parts have been received at philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.